Event description:
After preparing the patient for the biopsy, placing the coaxial needle in liver. CT control was performed and correct positioning was defined. Removed mandrin and temno needle was inserted through the coaxial needle without resistent. 5 biopsies were taken. During the procedures patient was breathing and reported to have pain and dyspnea. The mandrin was inserted and finally pull of coaxial needle. The inspection of coaxial needle found missing piece of coaxial needle. Emergency surgery was performed lasting 0.5 hours in which the retained object was removed from the patient. The patient is fine.

Manufacturer narrative:
(B)(4): two (2) samples were received for evaluation: one (1) used and one (1) unused. During the used sample evaluation, it was noticed that only cannula for the pp coaxial needle was broken, the stylet was not found damaged. No issues were found on the other sample. Failure mode could be confirmed. A review of the internal manufacturing device record and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Most probable cause could not be determined since no issues were found during applicable manufacturing, inspection and packaging processes that can relate personnel or method with the reported failure. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4): if further information becomes available a follow up medwatch will be submitted.